Manufacturer narrative:
Follow-up #1: date of submission: 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: the original complaint could not be duplicated or confirmed. The keypad was undamaged and all of the buttons were fully responsive. Unrelated to the original complaint, the pump was opened and moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.